Event description:
The pt received 2scs leads with the same lot number. It was reported the pt fell and is no longer receiving stimulation. A sjm representative met with the pt and found multiple lead contacts were invalid. The sjm representative was unable to resolve the issue with reprogramming. X-rays identified both leads had migrated. The pt is working with his physician to resolve the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.